Manufacturer narrative:
The customer provided stryker with all the available patient information.

Event description:
The customer contacted stryker to report that they were using their device on a patient in cardiac arrest. The user found a pulse in the groin of the patient, but the device was not showing a pulse. They performed a 12-lead ECG and the user does not trust the information displayed by the device. The patient involved in the reported event is deceased.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that they were using their device on a patient in cardiac arrest. The user found a pulse in the groin of the patient, but the device was not showing a pulse. They performed a 12-lead ECG and the user does not trust the information displayed by the device. The patient involved in the reported event is deceased.

Event description:
The customer contacted stryker to report that they were using their device on a patient in cardiac arrest. The user found a pulse in the groin of the patient, but the device was not showing a pulse. They performed a 12-lead ECG and the user does not trust the information displayed by the device. The patient involved in the reported event is deceased.

Manufacturer narrative:
In compliance with regulation (EU) (B)(4) of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker performed a clinical review of the reported event and determined that the device use did not contribute to the patient' outcome as defibrillation therapy was not indicated based on the ECG. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.